Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, a non sustained right ventricular oversensing alert was seen for oversensing crosstalk on the implantable cardioverter defibrillator. No changes or interventions were performed; the implantable cardioverter defibrillator will continue to be monitored. The asymptomatic patient was in stable condition.